Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 additional information received shows that there is no information to reasonably suggest that the d-evolutfx-2329 in this report may have caused or contributed to a death or serious injury or that the d-evolutfx-2329 in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803 for this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was intentionally deployed 6 mm deep in the ventricle.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 28-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during initial deployment of medtronic transcatheter aortic valve (evfxplus-26), the valve was positioned too h igh above the native annulus, prompting the implanting team to recapture and redeploy the valve. The second deployment positioned the valve approximately 6 mm deep into the ventricle. Following full deployment, electrocardiogram changes in the patient's heart rhythm were observed, and third-degree atrioventricular block was ultimately detected. Consequently, a pacemaker was implanted while the patient was still in the catheter lab immediately after the valve implant procedure.